Event description:
It was reported that a small volume folfusor under-infused; the device had a significantly longer run time. This was observed during patient infusion. The device was expected to infuse 24 hours; however, the actual infusion time was approximately 30 hours and an unspecified amount remained in the device. The device was filled with fluorouracil and sodium chloride 0.9% for a total volume 96 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.